Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between november 3, 2023 - november 6, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, by filling the bag with 500ml of tap water, a leak was observed from the administration port 2 bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the injection port. This was observed upon delivery of the bag to the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.